Event description:
It was reported to philips that the system's geometry module had worn movement buttons, which can impact movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary diagnosis procedure was being performed when the issue occurred and was completed as planned, since the doctors continued to work with the system despite the angulation button no longer functional. It was reported to philips that the geometry module had worn movement buttons. Upon troubleshooting the philips field service engineer identified that the geo module buttons were not functional. To resolve the issue, the fse replaced the worn button. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geo movements issue didn¿t impact on the completion of the procedure. The procedure was completed as planned on the same system by the doctors with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.